Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the preventive maintenance failed for a failed slip nut binary switch test.. There was no patient involvement.

Event description:
It was reported that the preventive maintenance failed for a failed slip nut binary switch test. There was no patient involvement.

Manufacturer narrative:
Additional information added to g4, h3, h6, h10. The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/04/2013 to the present date 12/18/2020 and note that this device has been returned for service 2 times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.